Event description:
The endoscope sheath, reusable, was returned to the service center with a report of the interlocking is not working once you get it hooked on and then it pulls apart. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, crack on beak was found. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.